Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was maybe 2 months ago pt noticed their ins needed to be removed for the ins was on the left side and it was causing a problem for the pt to walk since the ins could be on a nerve. Pt could not sleep and it was on the pts lower part of their back on their nerves. Pt noted this was affecting their wellbeing. The patient was redirected to their healthcare provider to further address the issue. Pt noted they already called their hcp but they did not have any records of the pt when they were implanted. Ps then redirected pt to their representative but pt did not have their information. Pt had been trying to call people to help with the situation. Redirected caller: patient's hcp an email was sent to local medtronic field representatives. No new information additional information was received from the pt. It was reported that pt has received our communication letter concerning their issues with the ins. Pt has not received help concerning getting it removed. Pt is in severe pain, and feels like it may have shifted, they feel it pressing on their nerves. Pt can only lay on their left side. Pt is beginning to feel pain on both sides of their back to their thighs, legs, and feet. Pt has made numerous calls to healthcare provider (hcp), and they don't take the patient's medicaid insurance. Pt would like assistance regarding the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2022-jun-27. It was reported that the cause of the shifting of the ins and pain is unknown and that the isn was only supposed to be implanted for 5 years and they are two years overdue to have it removed. No actions have been taken and the issue has not been resolved. Pt is seeking removal of the ins and is feeling very depressed.